Event description:
The customer received questionable free thyroxine (ft4) results for multiple patient samples and suspected interference. The samples were tested on an unknown roche analyzer with serial number (B)(4) then repeated on an abbott rchitect analyzer. Patient 1 roche result was 27.9 pmol/l and the architect result was 20.9 pmol/l. On (B)(6) 2014, patient 2 roche result was 29.3 pmol/l and the architect result was 19.4 pmol/l. None of the patients were adversely affected as the results from the abbott architect were reported outside the laboratory. (B)(4).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A general reagent issue could not be detected with the provided information.

Manufacturer narrative:
This event occurred in (B)(6).